Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Trombectomy- balloon breaks during use. Not possible to have info on exact vessel treated, if balloon was inflated with liquid or co2, and how much liquid or gas was used, if vessel had calcification, if it was substituted with another applied catheter or with a competitor one. Event was reported to italian ministry of health as "potential incident" type of intervention: n/a. Patient status: the patient did not receive an injury.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Testing demonstrated that the event unit met all current specifications. There was no damage observed on the balloon. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary to ensure the performance and safety of its products.